Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts due to t wave oversensing and the right ventricular (rv) lead exhibited reduced r waves. A lead revision was attempted, and the rv lead could not be unscrewed from the header of the ICD. It was further noted the header of the ICD was broken. The rv lead and ICD were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of set screw issue was verified in the lab. However, the issue was consistent with having occurred during the procedure. The rv (df4) septum and set screw were removed in the field. Body tissue was observed inside the cavity, preventing the screw from being placed back in. When the cavity was cleaned up, the screw was placed back in, and it operated normally in affixing the test lead to the header. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received noted the right ventricular (rv) lead exhibited post-paced t-wave oversensing (pptwos), not the implantable cardioverter defibrillator (ICD).